Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 88-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella cp was removed both perclose sutures broke while tying, with an additional one also breaking. Consequently, this was treated through manual compression.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.